Event description:
It was reported, while in the "catheter room," the md began to insert the sheath via the femoral artery when resistance was met. As a result, the md removed the sheath and placed a different iab successfully. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.